Event description:
The customer reported to olympus during a unknown procedure, the port was incredibly loose and does not retain the connector on the evis exera iii video system center causing the video feed to cut out mid-procedure. There was no significant delay reported. The procedure was completed using the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the connector socket was worn out and not locking scope connector and minor scratches on the top cover. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the worn out connector socket/scope connector not locking could not be identified. Olympus will continue to monitor field performance for this device.